Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemicolectomy procedure, while shooting the ta at the proximal rectus, the device had poor staple formation as part of the staple line was ok, but there was about 1 centimeter with open staples after shooting. The retaining pin seated properly upon squeezing the handle and an oversew was done to on the open staple line. No patient injury.